Manufacturer narrative:
Multiple attempts with the site have been made, however at the time of this report, the monopolar cautery scissors instrument and tip cover accessories have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument or accessories are returned and / or if additional information is received. The following medwatch MFR report was also sent to the FDA pertaining to this event: 2955842-2011-00229.

Event description:
On (B)(6) 2011, medwatch uf/importer report (B)(4) was received: while separating the plane of the vagina from the rectum, the surgeon noticed a small microburn on the superficial layer of the bowel. To check device, the surgeon used the instrument again on a non-critical area of the bladder that was being removed and an arc/spark was noted. The monopolar scissors were taken out, the tip was inspected, and 2 small holes were noted in the tip cover accessory. Another tip was opened, inspected, and placed on the same scissors; another arc was noted.